Event description:
The new baxter claves for ends of IV's and PICC lines make it very difficult to draw blood off of central lines. We were unable to obtain blood return on PICC line unless the clave was removed, then all lines with good blood return.